Event description:
Pad got really hot and there is a burn mark on it.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.